Event description:
The patient presented in-clinic due to episodes of chest pain. An echocardiogram was performed, however, no lead anomalies were noted. The patient was discharged, however, at a later date, the patient returned to clinic. Upon investigation, high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. A cardiac perforation was suspected. A revision procedure was performed, however, when attempting to reposition the rv lead, the helix was unable to extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.